Event description:
It is reported that when trying to remove the hinge post during surgery, the tip of 4.5mm driver bit on the torque wrench was fractured.

Manufacturer narrative:
This report will be amended when our investigation is complete.